Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened phacoemulsification tip without a wrench, in a bag was received. Sample was visually inspected and found to be nonconforming, foreign material observed inside bevel of phacoemulsification tip. Wear observed on threads, back of flange, and nut corners consistent with threading. The foreign material was sent for particle analysis. Particle analysis found the foreign material to best match viscoat. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. Particle analysis found the foreign material to best match viscoat. Viscoat is not a material that is used in the phacoemulsification tip manufacturing process or in the packaging process of the phaco tip. How and when viscoat was in the eye after irrigation/aspiration cannot be determined from this evaluation and a root cause cannot be determined for the complaint as described by the customer. The most likely root cause for the viscoat is surgical material. The exact root cause for the foreign material is unknown, therefore specific action with regards to this complaint cannot be taken. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance, such as the phaco tip cannula bent exhibited on the returned opened sample, is removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported that the tip was clogged and aspiration failure occurred during surgery. The surgery was completed without any problems after replacing the tip with a new one. The procedure type was unknown. There was no patient harm.